Event description:
It was reported by the patient¿s spouse that the patient was in ventricular tachycardia for 12 ½ hours but the device never delivered a shock. The patient went to the emergency room where programming changes were made to ¿add 8 quick pulsed if it happened again¿. Follow up conducted with the patient¿s follow up physician indicated that the patient had not had a device check since the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.